Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/01/2017, that on (B)(6) 2017, the patient experienced connection issues with the sensor. No medical intervention was reported. Additional event or patient information is not available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.